Event description:
It was reported that, "the patient started having problems with her knee replacement since the surgery. She has only been able to reach 97 - 100 flexion. When she tries to bend her knee it feels as if it is hitting something and will not go any further. One year post surgery she had stress fractures in the patella. She has pain, swelling and has to walk up and down stairs one at a time. Her surgeon recommended she seek a second opinion. She went to see (B)(6). Any exercise causes swelling and pain and she has to elevate it. She works in a rehab facility and has been using devices to try and alleviate the pain. She is also experiencing numbness. Her knee is always warm or hot. Tests have not shown any signs of infection."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.